Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer initially called in to request exchange because she was told by her pharmacist the 2nd gen pen needles are no longer available. Consumer stated, she does re-shield stated, when she re-shields after use, she stabs her finger. Stated, she did not seek medical intervention after stabbing her finger. Stated, it only happens when using the original nano ultra fine but not with the 2nd gen nano. Stated, she prefers the 2nd gen because the inner shield and outer shield is wider. Lot: unknown. Catalog: nano ultra fine 4mm pen needle. Date of event: unknown. Samples: no. Per consumers requesting, will be sending the 2nd gen. Consumer stated, the pharmacy gave her the original nano when she requested the 2nd gen.